Manufacturer narrative:
Submit date: (B)(6) 2016. The complaint report indicated that a returned sample was expected and although the tracking information indicates samples have been shipped to the manufacturing site, at this time the samples cannot be located. If the samples are recovered, the investigation will be reopened and investigated accordingly. The device history record (DHR) was reviewed for lot # 15h124962x and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A root cause for the reported condition cannot be specifically identified. A potential root cause could be fibers were developed from the cutting process causing the gauze to give the appearance of shredding. A formal corrective and preventative action (CAPA) has been opened to address similar issues observed in this complaint. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer states they have gotten some bad product, the sponges are in shreds.